Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not yet been completed. However, when a test lung was connected, the malfunction was duplicated.

Event description:
It was reported that during patient use, a ventilator displayed a pressure volume (pv) loop. The customer believed the loop should not have been present because the patient was not spontaneously breathing. Although the device continued ventilating, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
A flow sensor and solenoid valve were returned to covidien/medtronic¿s failure analysis. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated. If information is provided in the future, a supplemental report will be issued.